Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on 06/28/2021 medical treatment was sought. Based on the information received, aso opted to file an MDR. As of 07/20/2021 unused returned product and unused retained product were submitted to the lab for testing, with no defects noted. In addition, aso has reviewed records of biocompatibility tests and latex screening.

Event description:
On the initial report on 05/25/2021 consumer stated that developed a rash after using the product in a cut on his back. On completed cir received from consumer on (B)(6)2021, he stated he developed a rash after using the product over surgical incision area and the issue was with the pad area. He added had to seek medical attention due to the reaction.